Manufacturer narrative:
Title: stapled versus robot-sewn ileo-ileal anastomosis during robot-assisted radical cystectomy: a review of outcomes in urinary bl adder cancer patients source: scandinavian journal of urology 2021, vol. 55, no. 1, 41¿45. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to a literature source of study performed between december 2012 and december 2018, a retrospective study analyzed outcomes of patients who underwent robot-assisted radical cystectomy, two groups were formed depending on anastomosis technique: staplers or robot-sewn reconstruction. In the stapler group, a 45mm stapler was used to isolate the ileum, to close the open ends of the ileum and for ileum side-to-side anastomosis. Out of 155 patients, 66 were in the stapler group. Postoperative complications included: mechanical ileus on 4 patients. A 30 day readmission rate was reported but other interventions were not listed. Median hospital stay was 11 days. It was noted that complications not related to the device included: nausea/vomiting and diarrhea.